Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in the event: plc271200/12032284, plc271000/12005925, and plc271000/11442215.

Event description:
The following information was reported to gore through the ide study for the iliac branch endoprosthesis (ibe): on (B)(6) 2014, the patient underwent treatment of a 59.2 mm abdominal aortic aneurysm and 37.9 mm left common iliac artery (lcia) aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The right common iliac artery (rcia) reportedly measured 28.9 mm at implant. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. On (B)(6) 2014, follow up imaging identified a type ii endoleak from the inferior mesenteric artery. On (B)(6) 2014, follow up imaging identified a type ii endoleak from a lumbar artery. The aneurysm reportedly measured 54.1 mm, with the lcia measuring 31.6 mm and the rcia measuring 28.2 mm. On (B)(6) 2015, follow up imaging again identified the type ii endoleak from a lumbar artery. The aneurysm measured 56.7 mm, with the lcia measuring 33.5 mm and the rcia measuring 30.7 mm. On (B)(6) 2016, follow up imaging showed no evidence of endoleak. However, the aneurysm reportedly measured 62.9 mm, with the lcia measuring 32.8 mm and the rcia measuring 37.8 mm. It was reported there are no plans for treatment at this time. No further adverse events were reported.